Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The dreamstation auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, foam particles was found. The device was scrapped following the evaluation.